Event description:
Patient's daughter called to report on her father's continuous glucose monitoring device. Reporter stated about a week ago, the device started to have random shut offs. It would power up and seconds later would shut down. Patient never fell or engaged in any type of collision with the device. Patient hasn't experienced any adverse signs or symptoms because of the inadvertent lose of power.